Manufacturer narrative:
(B)(4). Associated medical devices: stemmed nonaugmentable tibial component option cr/ps/lps size 8 for cemented use only; item# 00598605702; lot# 64085509. All poly petella standard cemented size 38 mm diameter 9.5 mm thickness; item# 00597206538; lot# 63639795. Femoral component option size g right compatible with lps-flex prolong; item# 00596401752; lot# 63477161. Articular surface size gh 10 mm height "use with plate 7; item# 00596405010; lot# 62768175. Refobacin bc r 1x40 us catalog#: 110034355 lot#: 904bah3104. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 4 years post the initial right tka, the patient was revised due to pain, tibial subsidence and loosening. All components revised except for patella. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified aseptic loosening of tibial component. Overgrowth of synovium, consistent with poly debris, patella solid and retained. Femoral component was not loose, but early osteolysis was diagnosed. No visible damage to poly. Tibia component was revived for evaluation. Tibia and cement mantle were intact but subsided into varus with osteolysis under cement mantle. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.